Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed as planned by resetting the footswitch by disconnecting and connecting the battery again. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch had a problem. Upon functional testing, the fse found that the wi-fi and battery indicator was off. The connection was not re-established, the customer was using the wired footswitch. To resolve this issue the fse opened the wireless footswitch and reset, replaced the accu, plugged in the switch and checked the function. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by resetting the footswitch by disconnecting and connecting the battery again and the issue was related to battery. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported that there was problem with the wireless footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.